Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the results of third-party testing, the device evaluation and the complaint final investigation. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The user facility provided the following result of the culture test, performed at the third-party labs: sampling date: unknown date. Sampling from: unknown. Cfu:10-100cfu. Bacterial identification: cellulosimicrobium cellulans. Sampling date: (B)(6) 2025. Sampling from: air/water channel. Cfu: no aerobic growth after 7 days incubation. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: biopsy channel. Cfu: no aerobic growth after 7 days incubation. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: suction channel. Cfu: no aerobic growth after 7 days incubation. Bacterial identification: n/a. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed, and a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 1-100 colony forming units (cfus) of cellulosimicrobium cellulans. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.